Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. Charging of the capacitor was observed, however no inappropriate therapy was delivered. There was also an increased capture threshold noted. Diagnostic imaging was performed, and no abnormalities could be seen. The lead was capped and replaced to resolve the event, and the patient was stable with no consequences.